Manufacturer narrative:
(B)(4). The reported condition of air in line errors was confirmed and reproduced during product evaluation. The root cause was identified as an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
The device has been requested for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump that encountered air in line errors. The customer checked the raw sensor data and a new tube with fluid is only showing 166 max and it should be between 184 and 245. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. No additional information is available. The software version is currently not known.